Event description:
It was reported that during atherectomy procedure in a highly tortuous and heavily calcified right coronary artery (rca), the viperwire coronary advance flextip guidewire was positioned well distal to the crown, and the procedure was being performed slowly with the appropriate pauses. Due to the severe tortuosity and calcification of the artery, the guidewire fractured, and the radiopaque tip detached and migrated distally in the artery. Three treatments were performed prior to guidewire fracture. In addition, part of the crown of the diamondback 360 coronary orbital atherectomy device (oad) detached and migrated into the bloodstream. The entire tip of the oad fractured. The physician removed the system from the patient and repaired the lesion with a stent. After the lesion was treated, an attempt was made to capture the wire tip using a snare, and later by applying torque with another wire to try to coil and retrieve it into the catheter. After several unsuccessful attempts, the radiopaque tip of the viperwire was left in-vivo to avoid arterial injury or a potential perforation that could occur if other retrieval methods were used. The physician left the radioopaque tip of the guidewire in-vivo as the patient was on multiple anticoagulants and did not see a major risk in leaving the fragment in place. It was noted that the oad did not make contact with the spring tip and there was a possibility of wire bias since the artery had a curve. The patient was stable.

Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported material separation resulting in foreign body in patient is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence of fatigue failure indicating that the fracture occurred while spinning in an elevated stress environment. This is consistent with complaint details which describe the treatment area as highly tortuous and heavily calcified. The cause of the stress condition that led to the fracture is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: d9, g3, g6, h2, h3, h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional viperwire coronary advance flextip guide wire referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during atherectomy procedure in a highly tortuous and heavily calcified right coronary artery (rca), the viperwire coronary advance flextip guidewire was positioned well distal to the crown, and the procedure was being performed slowly with the appropriate pauses. Due to the severe tortuosity and calcification of the artery, the guidewire fractured, and the radiopaque tip detached and migrated distally in the artery. Three treatments were performed prior to guidewire fracture. In addition, part of the crown of the diamondback 360 coronary orbital atherectomy device (oad) detached and migrated into the bloodstream. The entire tip of the oad fractured. The physician removed the system from the patient and repaired the lesion with a stent. After the lesion was treated, an attempt was made to capture the wire tip using a snare, and later by applying torque with another wire to try to coil and retrieve it into the catheter. After several unsuccessful attempts, the radiopaque tip of the viperwire was left in-vivo to avoid arterial injury or a potential perforation that could occur if other retrieval methods were used. The physician left the radioopaque tip of the guidewire in-vivo as the patient was on multiple anticoagulants and did not see a major risk in leaving the fragment in place. It was noted that the oad did not make contact with the spring tip and there was a possibility of wire bias since the artery had a curve. The patient was stable.